Manufacturer narrative:
Concomitant medical device: addr01 ipg implanted: (B)(6) 2008.

Event description:
It was reported that there were recorded episodes on the atrial electrogram that looked like noise. The right ventricular lead threshold was also indicated to not look stable. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.